Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed due to the front response button switch being contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch a is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. The patient was inappropriately treated 4 times by the lifevest. The patient's neurological status at the time of the event is unknown. Motion artifact contributed to the false detections. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. It was reported that the patient is on hospital equipment and not required to wear lifevest. No injury was reported from the treatment. The patient went to the hospital for evaluation. It is unknown if the patient continued to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 4 times by the lifevest. The patient's neurological status at the time of the event is unknown. Motion artifact contributed to the false detections. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. It was reported that the patient is on hospital equipment and not required to wear lifevest. No injury was reported from the treatment. The patient went to the hospital for evaluation. It is unknown if the patient continued to use the lifevest. No deficiencies were alleged against the device.